Event description:
It was reported that both the atrial and ventricular leads had resistance increase and loss of capture. The leads functioned well when the area near the device was pressed. The physician decided to replace the device and both the leads. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the grommet was damaged. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was also noted that the outer insulation had cosmetic environmental stress cracking. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed).